Event description:
The customer reported via phone call that the insulin pump reset itself when the customer attempted to bolus. The customer's blood glucose was 120 mg/dl at the time of incident. Troubleshooting found the customer had a signal too low alarm and battery out limit alarm in the alarm history. Customer also reported they were prompted to rewind with every battery change. It was also found the insulin pump passed a self-test during troubleshooting. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.